Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 86-556 mg/dl); cause was not known. Food boluses were delivered to address elevated bg. The customer did not provide further specifics regarding the bg. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.